Event description:
It was reported that a clamp on a 35" offset double clamp bar broke and the trapeze fell. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
This medwatch is being submitted late as it was identified as part of a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in jan, 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving products manufactured at the (B)(4) facility.